Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. This MDR is being submitted as part of baxter renal's retrospective review and remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 and 2367 alarm that appeared on the homechoice (hc) unit during drain 3 of 4. The care giver (cg) stated that the home patient (hp) became disconnected and was walking around downstairs. The cg stated that she tried to reconnect the hp and resume therapy but was not able to. The technical service representative (tsr) explained the alarm. The tsr had the cg disconnect the hp. The tsr advised the cg to call the nurse in the morning. The cg stated that they would resume therapy tomorrow and perform a manual exchange during the day. No patient injury or medical intervention was reported. On (B)(4) 2009, the home patient's wife was contacted who stated that the home patient disconnected himself in his sleep. The home patient's wife stated that he was not up walking around as stated in the activities. The home patient went to the clinic the next day and had his transfer set changed and was given a prophylactic antibiotic. The home patient's wife stated that the home patient has been doing fine since this report. There was no patient injury or medical intervention associated with this report.